Event description:
Ekos. Ekosonic ultrasound endovascular catheter machine was in use on pt and around 0700 on (B)(6) 2016 machine alarmed "all hds off". Company called and they said us catheter was shot, turn off machine decreased coolant to "10 ccdln". These steps were completed. Physician and radiologist notified. Pt taken to radiology around 0845. Catheter removed. Was due to be removed in the am. No complications. Route: right groin. Reason for use: pulmonary embolism. Dates of use: (B)(6) 2016 approx at 0524 to (B)(6) 2016 approx at 0850.